Manufacturer narrative:
An event regarding fractured screws involving a mis. Chandler retractor was reported. The event was confirmed. Method & results:-device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The mar report concluded: stereo microscope and scanning electron microscope analysis of the fracture surface on the threaded pin showed that the pin broke due to embrittlement. The majority of the fracture surface showed evidence of intergranular fracture, indicative of embrittlement. -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been 2 other events for the lot referenced for similar reported events regarding screw fracture involving a mis. Chandler retractor. Both events were from the same initial reporter facility and are within the scope of an nc, raised to investigate this issue. Conclusions: stereo microscope and scanning electron microscope analysis of the fracture surface on the threaded pin showed that the pin broke due to embrittlement. The majority of the fracture surface showed evidence of intergranular fracture, indicative of embrittlement.

Event description:
It was reported by a nurse at the hospital that a chandler retractor broke. The event happened during a procedure for a total hip implantation. The procedure was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by a nurse at the hospital that a chandler retractor broke. The event happened during a procedure for a total hip implantation. The procedure was completed successfully.